Manufacturer narrative:
The glidescope titanium lopro t4 reusable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned titanium lopro t4 reusable and confirmed poor image quality. Poor image quality was due to scratches and cracks on the lens. The reported titanium lopro t4 reusable was scrapped, and the customer was subsequently sent a replacement upon completion of the evaluation. Upon review of the device history for the serial number (B)(4) it was determined that the device was manufactured on (B)(4) 2017 and is exactly at the three (3) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope titanium reusable & spectrum single use operations & maintenance manual (omm) states: when cleaning video laryngoscopes, do not use metal brushes, abrasive brushes, scrub pads, or rigid tools. They will scratch the surface of the unit or the window protecting the camera and light, which may permanently damage the device. It also points out: "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged. Refer servicing to qualified personnel."

Event description:
The customer reported that during an emergency care procedure, using a glidescope titanium lopro t4 reusable, the image was unclear and they were unable to see the patient's cords while in use. When looking at the lens of the glidescope titanium lopro t4 reusable, the customer described it as being cloudy. A delay of approximately three (3) minutes occurred as a back-up glidescope titanium lopro reusable was obtained. No harm to the patient or user was reported.